Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's diabetes educator called and reported that they experienced high blood glucose while hospitalized on (B)(6) 2018 with blood glucose of over 600 mg/dl to 40 mg/dl at the time of the incident. The customer was given manual injections to treat. The customer experienced high symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The customer stated the pump was under delivering. Troubleshooting was completed but did not resolve the issue. Customer also reported pump physical damage. The insulin pump will be returned for analysis.